Manufacturer narrative:
1.no nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d240229c-1). 2.the meter was shipped to pdc on 2023-11-06, and strips with 2-year shelf life were manufactured on 2024-02-29. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 60/62; level high: 294/291) met the acceptance criteria (level low: 40~85; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2024-around 10am at home. Caller stated that he attempting to test his blood glucose with his prodigy meter but was unable to get a reading. Caller stated that he passed out after being unable to test. Caller stated that his normal range for that time of day is usually around 300mg/dl. Caller stated that paramedics were called but he is unsure how long after trying to test that was. Caller stated that there was no food medication consumed while waiting for paramedics. Caller stated that the paramedics arrived in about 20 minutes and tested his blood glucose with their meter and received a reading of 315mg/dl. The caller was transported to (B)(6). Caller stated that when he arrived at the hospital his blood glucose was 200mg/dl. Caller stated that he was given an IV solution to assist with his blood glucose. Caller was instructed my hospital to test his blood glucose every five minutes and to follow up with his primary doctors. No additional information was provided.